Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was 155 ohms. Technical services recommended further evaluation of system integrity. The ICD and right ventricular lead remain in service. No adverse patient effects were reported. Additionally, the patient underwent a synchronized max shock to test the integrity of the system and an error code was received. The physician elected to replace the ICD and during explant calcification was observed surrounding the ICD and the coil of the rv lead. Both the ICD and the rv lead were successfully removed. It was unknown if a new device and lead were implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was 155 ohms. Technical services recommended further evaluation of system integrity. The ICD and right ventricular lead remain in service. No adverse patient effects were reported. Additionally, the patient underwent a synchronized max shock to test the integrity of the system and an error code was received. The physician elected to replace the ICD and during explant calcification was observed surrounding the ICD and the coil of the rv lead. Both the ICD and the rv lead were successfully removed. It was unknown if a new device and lead were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
See correction to field d.6.b. Explant date.

Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was 155 ohms. Technical services recommended further evaluation of system integrity. The ICD and right ventricular lead remain in service. No adverse patient effects were reported.